Event description:
The customer called to report motor error alarms. The customer also stated he was hospitalized for low blood glucose. The blood glucose reading was 16 mg/dl when the paramedics arrived to the customer's home. The customer stated he changed the infusion set a few days prior to the hospitalization, and he was not connected to the insulin pump during the prime. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the displacement test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.